Manufacturer narrative:
A medwatch was received by the manufacturer indicating that the unknown urinary catheter was identified to be leaking. According to the medwatch, the unknown urinary catheter was required to be removed and replaced. Following replacement, no further incident was reported. The medwatch did not contain contact information to follow up with the initial reporter or information related to the urinary catheter involved in the incident. A root cause for the reported incident to could not be determined. Due to the reported need for medical intervention to remove and replace the unknown urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the unknown urinary catheter was required to be removed and replaced.